Event description:
A system operator reports the laser stopped firing during a procedure and they were unable to proceed. Additional info from the system operator clarified the laser never started firing at the beginning of an enhancement procedure. During follow-up with the site, the system operator indicated the enhancement procedure was completed at a later date and the surgeon stated the pt is doing well, no harm or injury post enhancement.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the technical manager (tm) was able to identify the event in the surgery database and found that the laser would not fire. The tm replaced the laser chassis, realigned the excimer beam path and completed a successful system verification. Manufacturing bench tested the returned laser chassis and found an open heater reservoir circuit on the thyratron which causes the laser to not fire. Conclusion: based on the investigation results, the root cause was identified as an open heater reservoir circuit on the thyratron. .